Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the reservoir leaked and pump reservoir chamber got wet with insulin. The customer's blood glucose was 569mg/dl. Customer stated she had a leak and then noticed the high blood glucose. The leak is located at the bottom of the reservoir.